Manufacturer narrative:
B3: date of event - updated.

Event description:
It was reported a device related thrombus occurred. In april 2023, a left atrial appendage (laa) closure procedure was performed using a watchman flx laa closure device with delivery system (wds). During a routine follow up in august 2023, a thrombus was identified via transesophageal echocardiogram (tee) on the closure device. It was reported the patient was non compliant with the post implant medication regime. No further patient complications were reported.

Event description:
It was reported a thrombosis occurred. In (B)(6) 2023, a left atrial appendage (laa) closure procedure was performed using a 24mm watchman flx laa closure device with delivery system (wds). During a routine follow-up in (B)(6) 2023, a thrombus was identified via transesophageal echocardiogram (tee) on the closure device. It was reported the patient was non-compliant with the post implant medication regime. No further patient complications were reported.

Manufacturer narrative:
B3: date of event - aware date of (B)(6) 2023 used as event date is unknown.